Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient's symptoms had never really improved. It seemed to work a little bit and then stopped helping their symptoms. The patient's implantable neurostimulator (ins) went dead about 2 months ago. The patient's health care provider (hcp) confirmed the ins was dead and did not really give an explanation why. The patient only had the device for about a year. The patient had set up an appointment with their hcp in (B)(6) to talk about things.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they returned to the healthcare provider (hcp) who confirmed that the batteries were working on level one but not on any other settings. The patient is really disappointed with the device, it is not working, and they were told the only option was to remove it if they wanted. It was further stated that they went from having to wear adult diapers only when they left the house to having to wear them 24 hr a day because they can't make it to the bathroom in time. They were told that if the device didn't work on one level they could change the settings but now they are told the batteries won't allow the level to be changed. The patient stated that the battery should have lasted 2-5 years but didn't even last 1 year. They are going to have the device removed.

Event description:
Additional information was received from a consumer. It was reported that the patient kept having trouble and they went to their healthcare provider who told them that the ins was dead. The patient noted that they hadn¿t even had the device a year, the implant was faulty, and they didn¿t offer to do anything with it. It was reported that their bladder was worse than it had ever been. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.